Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient had an impella 5.5 pump and extracorporeal membrane oxygenation placed to support due to cardiogenic shock. After a month of support, the pump had high purge pressures and purge flow alarms. The team consulted with medical affairs and tissue plasminogen activator was added to the purge. The pump remains on for support while decisions are being made of either a left ventricular assist device or a transplant.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for analysis. The clinical details mention tissue plasminogen activator (tpa) was added and that resolved the issue. Clinical details mention patient also has lower ptt levels and runs of v-tach due to heart failure requiring cardioversion. The data logs confirm purge pressures in the 1000s and align with clinical details of tpa addition and purge pressure trend. There were no motor current spikes or long bag changes. The logs show a gradual rise in purge pressure and corresponding decrease in purge flows starting on (B)(6) 2024. These trends continued until complaint date. The tpa likely controlled the issue but purge pressures remained in the 800s until explant. The root cause of the high purge pressure was most likely due to gradual biomaterial build up as evidenced by data logs. Added h6 impact code 4644.